Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that there was a problem with the stylus touch-pen of the device; there was a deviation between the stylus and the cursor on the screen of the device, and calibration did not resolve the issue. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem with the stylus touch-pen of the programmer. The programmer has been returned for repair. No patient complications have been reported as a result of this event.